Event description:
The facility representative reported a flogard infusion pump with a damaged door. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a damaged door was confirmed during device evaluation. Service identified that the door was broken and that the latch roller was damaged. The door assembly (include the latch roller) was replaced to resolve the reported condition. A follow-up report will be filed if relevant additional information becomes available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).